Event description:
During a left sided atrial fibrillation procedure, it was reported after approximately one hour, it was noted whenever the ablation catheter was being manipulated, all intracardiac and body surface ecgs became completely saturated so that interpretation of signals were impossible. This saturation of the signals occurred on the ep recording system as well as the carto system. Initially the cable was changed, however this had no effect. The catheter was removed from the patient without any difficulty and replaced with another and the procedure was completed successfully.

Manufacturer narrative:
(B)(4).